Event description:
While scanning an external run control on summit it was observed that barcode ID ref100 was read as reff. No error was generated. No death or serious injury was associated with this incident.